Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.